Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 587 mg/dl. Troubleshooting was performed for the no delivery alarm message. The no delivery alarm issue was resolved.